Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing on the right atrial channel. Technical services (ts) reviewed the presenting and discussed programming options. The atrial sensitivity was increased due to patient been in slow atrial tachycardia and had atrial undersensing. This device remains in service. No adverse patient effects were reported. Additional information received indicated that there was gradual increase in pacing impedance measurements, measuring from 900 to 2457 ohms in past year on this right atrial (ra) lead. There was noise observed along with underlying flutter, undersensing and intermittent pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).